Event description:
Pt with history of smoking, significant for (B)(6), insulin dependent diabetes mellitus, and chronic alcoholism was admitted on (B)(6) 2016 after three days of severe abdominal pain. On ercp she was found to have a bile duct stricture and a stent was placed. She underwent laparoscopic cholecystectomy on (B)(6) 2016. After an uncomplicated hospital course she was discharged on (B)(6) 2016. Post laparoscopic cholecystectomy pt presented to the ed with epigastic and right flank pain. Pt was admitted on (B)(6) 2016 and diagnosed with pneumonia. Pt was administered IV fluids and IV antibiotics. After an uncomplicated hospital course, pt was discharged on (B)(6) 2016 stable on oral medications. Treatment assignment code: high resolution anoscopy and hyfrecation of anal dysplasia. Date of use: start date of first course: (B)(6) 2015; start date of course associated with expedited report: (B)(6) 2016; start date of primary ae: (B)(6) 2016; end date of primary ae: (B)(6) 2016; course of number on which event(s) occurred: 1; total number of courses to date: 1.